Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the balloon was found to have a hole/perforation. There were no other anomalies noted. The catheter shaft and hub were found to be intact. During the functional inspection, the balloon could not be inflated due to hole/perforation in the balloon. The balloon was also found to be leaking due to hole/perforation in the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device returned and was analysed. The balloon was found to have a hole/perforation. The balloon could not be inflated during the functional test due to leakage caused by damaged balloon. An assignable cause of procedural factors will be assigned to the reported and analyzed events of balloon leaked during use and balloon failed to inflate and to the analyzed event of balloon has hole/perforation during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the physician used a balloon (subject device) to dilate. Following placement of the balloon (subject device) to the required location, they physician found the balloon couldn't be inflated. Following removal of the balloon (subject device). It was found to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician used a balloon (subject device) to dilate. Following placement of the balloon (subject device) to the required location, they physician found the balloon couldn't be inflated. Following removal of the balloon (subject device). It was found to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.